Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: analysis found the device failed incoming functional test due to a component failure of a printed circuit board assembly (cause unknown). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the epg (external pulse generator) detects asynchronously. The epg was returned for repair. No patient complications have been reported as a result of this event.